Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The facility alleges the lift tilted to one side when the patient was being transferred from the bed to the geri chair.